Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Blockage was located at the tube, no further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6010035 in question was manufactured at the reynosa site. The reference samples for the lot 6010035 have already been previously tested for visual inspection in the complaint (B)(4) on 20/jun/2025. All test results were found within specifications as per the test report complaint (B)(4) test report. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging lot: the lot 6010035 was manufactured according to the wi version 82, in the machine multivac 12, on 30/oct/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k05238 was manufactured according to the wi version 42, in the machine mp04 and mp08, on 26/oct/2024, with a total of (B)(4) units. The lot 4k05239 was manufactured according to the wi version 64, in the machine ls06, ls07 and ls11, on 13/nov/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6010035 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.